Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd alaris¿ lvp ss bag 20d low sorb ss 0.2m were leaking at the filter site. The following information was provided by the initial reporter: 2 tubing set were leaking at the filter site.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review for model 2465-0007 lot number 22115367 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 2 of the bd alaris¿ lvp ss bag 20d low sorb ss 0.2m were leaking at the filter site. The following information was provided by the initial reporter: 2 tubing set were leaking at the filter site.